Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump emitted a constant, steady vibration with no associated alarms after battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: the original complaint could not be duplicated or confirmed. The vibration worked properly.